Event description:
The customer reported a leak from the needle bellows inside the coulter lh 750 hematology analyzer. The volume of the leak is unknown. The leak was contained within the instrument. The customer was wearing personal protection equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the pinch valve vl57a at fitting 68 was coming off. The fse replaced the pinch valve vl57a, which repaired the leak. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).